Event description:
The customer alleged they received a questionable n-terminal pro b-type natriuretic peptide (pbnp) for one patient on their e601 analyzer. The patient's sample was an aliquot from the primary sample. The patient's initial pbnp result was 7 pg/ml and it was reported outside the laboratory. The result was queried by the clinician and the repeat result was 242 pg/ml. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The pbnp reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
A root cause could not be identified for this event. The field service representative performed a preventative maintenance including replacing the measuring cells. All the adjustments were checked. Performance testing confirmed the proper operation of the analyzer. No further events have been reported.

Manufacturer narrative:
This event occurred in (B)(6).